Event description:
It was reported that stent thrombosis occurred. A 3.00 x 24 synergy drug-eluting stent was placed for treatment. However, post deployment, slow flow, recoiling of proximal site part of the stent and stent thrombosis were noted. The procedure was completed, and no further patient complications were reported, and the patient was expected to fully recover.

Event description:
It was reported that stent thrombosis occurred. A 3.00 x 24 synergy drug-eluting stent was placed for treatment. However, post deployment, slow flow, recoiling of proximal site part of the stent and stent thrombosis were noted. The procedure was completed, and no further patient complications were reported, and the patient was expected to fully recover. It was further reported that the patient presented with st-elevation myocardial infarction (stemi) and chest pain. The 100% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). The thrombosis, discovered during the percutaneous transluminal coronary angioplasty (ptca) via angiogram, was caused by recoiling of the stent. The patient was on antiplatelet therapy at the time of procedure, and treatment with plain old balloon angioplasty (poba) was performed to treat the thrombosis.